Manufacturer narrative:
Investigation: neither sample or photo returned. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformance's were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A root cause could not be determined.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system clogged. This was discovered during use. The following information was provided by the initial reporter: it's noticed that air vent clogged during priming. The medical personnel didn¿t take care about this. Then after completed penetration, it's noticed that the blood was returned to the junction of the extension tube and the catheter seat. Extend the tube and the infusion set does not go out. At this time, it's noticed that needle clogged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system clogged. This was discovered during use. The following information was provided by the initial reporter: it's noticed that air vent clogged during priming. The medical personnel didn¿t take care about this. Then after completed penetration, it's noticed that the blood was returned to the junction of the extension tube and the catheter seat. Extend the tube and the infusion set does not go out. At this time, it's noticed that needle clogged.